Manufacturer narrative:
Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizures and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were having monthly seizures from lows with omnipod. No other information was provided, nor can the patient be contacted for further information as this complaint is from a social media post and the customer is unknown. If additional information becomes available, a supplemental report will be submitted.